Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the wake button was sticking. Customer experienced diabetic ketoacidosis and a blood glucose level of 500 mg/dl. Customer delivered a bolus via the pump to address bg level. Reportedly the customer reverted to manual injections for insulin therapy.